Event description:
The manufacturer received information alleging a ventilator inoperative condition had occurred on a trilogy evo device. The device was replaced with another one of the same model. The device was not in patient use. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition had occurred on a trilogy evo device. The device was replaced with another one of the same model. The device was not in patient use. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed during an operational check for this device. The manufacturer's service technician observed error code machine flow high drift in the device¿s event log. The manufacturer's service technician loaded the software to address the issue. Additional findings not related to the malfunction/issue was the manufacturer's service technician proactively replacing the flow sensor on the device. After the reloading the software and replacing the part, the manufacturer's service technician performed the final test on the device. The active exhalation verification test had failed on the final test. The manufacturer's service technician evaluated and determined the system printed circuit assembly (pca) had caused the active exhalation verification test failed on the device. The manufacturer's service technician replaced the system pca to address this issue. Afterwards, the manufacturer's service technician performed the final and run-in tests, along with the battery and valve checks. The final test passed on the device. The manufacturer's service technician determined the device was operational and cleaned it.